Event description:
The end user is a high level quadriplegic, who uses a mouth stick to control his wheelchair. He was using an easystand evolv with the assistance of two attendants when the clamp on the right side knee support broke causing the user to lose the support on their right knee. When this occurred the user hit their chin on the front pad of the table on the easystand evolv. The user stated that he had pain in his neck.

Manufacturer narrative:
Eval summary: in 2009: the original clamp that was broken was returned to altimate medical (ami) on may 26, 2009. Ami's product development mgr visually reviewed the part that was returned and performed an internal eval on the same part # taken from our stock to perform an eval and attempt to duplicate the problem. The component was assembled into its typical configuration and tested in two different modes as described below. First, the right side knee bracket that this component is used to clamp was extended to its outermost setting, to simulate the greatest leverage possible, and the clamp handle was tightened securely, as it would be during normal and correct usage. Force was applied to the bracket in a forward and outward motion, so as to simulate approximate usage. Force was increased to a level which bent the knee bracket to about 70 degrees outward from its normal position. It is estimated that nearly 200 lbs of force were required to accomplish this. No damage or failure occurred to the plastic clamp. Next, the assembly was set up in a like manner to the first test, but the clamp lever was intentionally left loose, so that the amount of thread engaging the clamp was only about 3/8 inch. Force was also applied to the bracket, as in the first test. At approximately 65 lbs of applied force, the thread boss portion of the plastic clamp separated, allowing the bracket to fall away from its support. Conclusion: based on this info, the conclusion was drawn that the clamping handle was not tightened securely as it should have been.